Event description:
It was reported that the balloon on the coude catheter ruptured after the patient had surgery to place the catheter and the stents. The patient had to return to the operating room to have the catheter and stents replaced. It is unknown if there were missing pieces.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as no product catalog # or lot number was provided. Patient code: 2564. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the coude catheter ruptured after the patient had surgery to place the catheter and the stents. The patient had to return to the operating room to have the catheter and stents replaced. It is unknown if there were missing pieces.